Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2017, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 8 years 10 months and 13 days post procedure, a kink occurred in the catheter during use. The catheter was removed and exchanged. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: as received, one powerport MRI isp implantable port with an attached groshong catheter. Visual and tactile evaluations were performed. A kink was noted to the catheter at the distal end of the cath-lock at the 23 cm mark. An incomplete break with cracking extending from the edge of the rounded region was noted to the catheter between the 15cm and 16cm mark. A rounded portion was noted to both sides of the partial break. Catheter wear was noted from the 7cm to the 10cm mark, depth marks 8cm and 9cm were missing and the 7cm depth mark appeared to have wear. Therefore the investigation is confirmed for the reported catheter deformation and identified fracture and catheter wear issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, e1, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2017, a patient underwent a port placement procedure using the powerport m.r.I. Isp. 8 years 10 months and 13 days post the procedure on (B)(6) 2026, a kink was occurred in the catheter. Reportedly, the catheter was removed and exchanged. There was no reported patient injury.